Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was unknown. In the month leading up to the death, the patient was hospitalized for a foot infection. Treatment provided during hospitalization was unknown. After fifteen days in the hospital, the patient passed away. It was reported that dianeal therapy was ongoing until the time of death, but the patient was not connected to the homechoice device and was not using baxter pd solutions at the time of death. It was unknown if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.